Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted during an unknown thoracic endovascular procedure on an unknown date.  It was reported the valiant navion stent grafts were explanted. The physician reported no gross defects were noted.  No cause of this event have been provided. No additional clinical sequelae was provided and the patient status is unknown.